Manufacturer narrative:
Product event summary: one (1) pump, one (1) controller and one (1) battery with unknown serial numbers were not returned for evaluation. Review of the controller log files could not be conducted since log files were not available. As a result, the reported event could not be confirmed. There insufficient information regarding the reported "serious alarm". Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported battery alarm can be attributed, but not limited, to a depleted battery, communication error and/or a battery malfunction. Possible causes of the vad stop may be attributed to multiple factors including but not limited to driveline disconnection, controller failure, or pump failure. This event was reported in the q1 2022 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. Additional products: heartware ventricular assist system - controller, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk, UDI #: asku, available for evaluation: no, mfg date: unk, labeled for single use: no, (B)(4) product ID: heartware ventricular assist system - battery, model #: unk / catalog #: unk / expiration date: unk / serial or lot#: unk UDI #: asku, available for evaluation: no, mfg date: unk, labeled for single use: no, (B)(4). Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was leaving a gathering when there was an alarm that indicated the patient needed to change the battery. The patient did this but then his alarm did not resolve so the patient changed the other battery and noted this was not a battery alarm but a more serious alarm. Patient had a friend immediately drive to the closest emergency department (ed). It was estimated that the left ventricular assist device (vad) was stopped for about 30 minutes. The controller, the battery and vad remains in use. No further patient complications have been reported as a result of this event. This event was reported in the q1 2022 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.